Manufacturer narrative:
No product has been received to date, as such an examination cannot be performed. No definitive conclusion can be made. If any additional information becomes available a follow up report will be submitted.

Event description:
It was reported: I also need 2 of the 80-4244 (t8) sent with this restock, as we broke one today with the doctor and broke one with him yesterday.